Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-00590. It was reported high impedance values were observed on multiple lead contacts during reprogramming. Reportedly, both leads were programmed to no avail. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00590. Follow-up identified surgical intervention was undertaken during which time the leads were explanted and replaced thus resolving the issue. Reportedly, the ipg was electively replaced during the same procedure.

Manufacturer narrative:
Explant date inadvertently entered as (B)(6) 2016; updated to (B)(6) 2016. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00590.